Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges "device is no longer working at night time when using it, it goes out and turns back on which is not allowing the patient to get any sleep over 2 hours. Patient is not able to function in her day to day duties such as work due to not having enough sleep at night time, her supervisor has already called her attention about falling in the middle of working". There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.